Event description:
It was reported that during a lead revision, that the phyician noted an insulation anomaly. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis an insulation abrasion at 81.1 cm to 81.5 cm from the connector pin.